Event description:
The complainant reported a patient of unknown age and gender was implanted with an impella 5.5 for mechanical circulatory support. It was reported that after inserting the impella 5.5, a thrombus was present in the graft. The medical staff noted a lack of pulsatility, unusual waveforms in the motor current, left ventricle (lv) waveform, and lv numbers. The medical staff then exchanged the impella 5.5 for another one. The patient remains stable.

Manufacturer narrative:
A.1 and a.5 are unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.